Event description:
It was reported that vessel dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 3.00 x 48mm synergy ii drug eluting stent was advanced for dilation. During stenting to the proximal lad, a proximal edge dissection was noted. The procedure was completed. There were no patient complications reported.